Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The distributor reported that during a laparoscopic hysterectomy, a piece of the active waveguide detached and fell into the pt cavity. The piece was retrieved. A new dissector was opened and installed onto the system and the procedure was successfully completed. There was no pt injury, blood loss or tissue damage reported.